Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. No endoleak noted after index procedure. It was reported that during follow-up, a CT revealed that there was a type ii endoleak after the patient was discharged. It was reported that a type ia endoleak and aneurysm enlargement were also confirmed during a recent (date unknown) follow-up. It was confirmed that there was no type iii observed by angiogram. It was reported that the type ia was considered to be in both the bifurcate and the endurant cuff which was implanted during the index procedure. Ballooning was performed at the proximal region, two non mdt aortic cuff's were additionally implanted, and type ia was resolved. It was additionally reported that a 16-18-9 non medtronic limb was implanted on the right side and an endurant 16-16-82 was implanted on the left to resolve type ib endoleaks in both limbs. As per the physician, cause of the event cannot be determined. No additional clinical sequalae were reported and the patient is fine.